Event description:
On (B)(6) 2013, the patient contacted animas alleging that she has been experiencing elevated blood glucose (bg) since the pump was exposed to a body scanner at the airport on (B)(6) 2013. The patient stated that on (B)(6) 2013, she was travelling all day and kept delivering boluses to control high bg. The patient did not report any bg values for that day. The patient stated the following day, (B)(6) 2013, around 9am she "fell unconscious" and was taken to the hospital. The patient reported that her bg upon arrival at the ER was 1,000mg/dl and she was treated with IV glucose and fluids. The patient stated that she disconnected from the pump and found no issues with the site. The patient noted that she was transferred to the ICU for treatment for four days and was discharged about mid-day on (B)(6) 2013 with bg of 240mg/dl. The patient was reportedly given an insulin pen upon discharge but has continued to use the pump. The patient stated, she returned home and since then her bgs have been between 500mg/dl and 600mg/dl with dizziness, thirst, disorientation, and ketones. The patient stated that she took insulin three hours prior to contacting animas and most of the signs and symptoms have resolved. The patient reported her bg at the time of the call was 177mg/dl. The patient stated that the morning of (B)(6) 2013 she was using the pump and an insulin pen to correct elevated bgs. The patient denied any illness or change of medication. The patient noted that she has gastroparesis. The patient denied that the pump had lost power and confirmed that there were no structural issues with the pump, cartridge, or the infusion set. The patient stated, she has changed the cartridge, tubing, and site four times in response to elevated bgs. The patient also reported that she is using a new vial of insulin to control bgs. The patient denied any bent or kinked cannulas. The patient stated that she uses her abdomen for site and rotates to different areas of her stomach. The patient noted that there is scar tissue but she avoids those areas. Troubleshooting found that the patient is not following instructions for use for infusion set insertion. The patient denied any air bubbles or leaks in the tubing or the cartridge. The patient confirmed that the cartridges are not reused and that she uses room temperature insulin. This complaint is being reported because the patient allegedly experienced severe hyperglycemia while using insulin pump therapy, and due to the allegation that the pump may not have been delivering accurately after exposure to a body scanner.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation the pump was exercised and was found to be delivering insulin accurately. Daily insulin delivery totals were reviewed and found to be correct. Unrelated to the event the force sensor was found to be reading high force. No issues with insulin delivery were found. The pump was reportedly exposed to a body scanner at the airport. The user guide instructs the patient not to expose the pump to x-ray.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.